Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented via a remote merlin.net transmission. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed, but no known intervention has been performed. No further information was available.